Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving preservative free saline set to minimum rate via an implanted pump. The indication for pump use was spinal pain. The healthcare provider reported that the patient started having issues with their leg post pain pump implant. At their post-op visit, the patient was complaining of numbness and loss of feeling in their leg. The physician was sending the patient for an MRI on june 1st. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved. Additional information was received on june 5th from a healthcare provider via the company representative who reported that the patient did not get the MRI on june 1st, so the cause of the leg numbness was unknown as the doctor was waiting for MRI results. Additional information was received on june 23rd from the patient who reported that they ¿were paralyzed with the pump implant so it has not been a good experience for them.¿ at the time of the patient's report, the pump was delivering dilaudid.